Manufacturer narrative:
Unique identifier (UDI)# (B)(4). The event occurred in: (B)(6). Initial reporter phone provided as (B)(6).

Event description:
The customer complained of questionable results multiple patients tested for crpl3 c-reactive protein gen.3 on a cobas 8000 c 702 module. The crpl3 data for 298 patients was provided of which 225 had comparable data. Of the 225 patient results that had comparable data 87 are a reportable malfunction. On the morning of the day of event the qc results for crpl3 were within 2 standard deviations (sd) for both the current and stand by packs of reagent. When the analyzer switched over to the stand by kit at 13:11, the issue with discrepant crpl3 results began. When crpl3 qc was run the following day ((B)(6) 2017), qc results were no longer acceptable. After new calibration and acceptable qc results 10 samples were retested that showed different results compared to the originals. On (B)(6) 2017 the customer pulled 300 samples that were ran between 9 am on (B)(6) 2017 and 9 am on (B)(6) 2017 and retested them. The erroneous results were reported outside of the laboratory. Corrected reports had to be issued for 74 patient results. There was no allegation of an adverse event. The crpl3 reagent lot was 274185 with an expiration date of dec-2018. The investigation is currently ongoing.

Manufacturer narrative:
The customer stated on the day of event there were no other tests having qc issues. The customer stated that there have been no further issues with crpl3.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.

Manufacturer narrative:
Review of the analyzer alarm trace showed several reagent shorts and abnormal aspirations. When comparing the calibration curves from (B)(6) 2017 to (B)(6) 2017, there was a large difference noted. The difference was around 25-35% which was also seen in the patient data provided. The customer stated that there were no prior issues and only crpl3 was affected. Repeat testing was performed on another cobas c702. The customer stated that they were unaware of any instances of a patient being incorrectly treated.